Event description:
The user experienced "ise unstable" data flags for one week and received erroneous sodium and potassium results for one patient sample. The initial sodium result was 121 mmol/l, repeat result was 144 mmol/l. The initial potassium result was 3.4 mmol/l, repeat result was 4.1 mmol/l. The erroneous results were not reported. The patient was released from the hospital in good condition. The lot number of the sodium electrode was 21593711 and the lot number of the potassium electrode was 21500119. The field service representative determined there was a problem with the ise tubing set and replaced it. To verify the analyzer operation, he calibrated the analyzer and the user ran qc with results on the mean. The user also ran qc material as a patient sample three times with results on the mean.